Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was turned off, capped, but not replaced, during a routine generator change out. At the next generator change out, a new lv lead was placed. No patient complications have been reported as a result of this event.